Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the PICC began leaking just below the molded strain relief of the secondary extension tubing (purple extension). Betadine was used to clean the skin area dn the area was completely dried prior to insertion. The catheter was no difficult to handle during insertion and was not difficult to secure. The PICC was inserted on (B)(6) 2014. Each line was flushed on a regular basis. The 2nd line is maintained with continuous fluid. Normal saline/heparin was used to flush the lines. The PICC was not in long enough to be cleaned. The PICC was removed on (B)(6) 2014. The device was replaced with another PICC on (B)(6) 2014. The status of the patient is stable.

Manufacturer narrative:
The samples received consisted of a total of 13, 1.9 fr dual lumen PICC assembled catheter devices. Ten of them were received in a new completed kit, (9 out of 10 were closed). The remaining 3 devices were received opened and without a kit. Functional testing and visual inspection were performed on the 3 kits and the 3 catheters which matched with this complaint's lot number (the other 7 kits did not have any relation with the lot involved on this complaint). The manufacturing lot number associated with this complaint was (B)(4); it was released on 04/14/2014. The device history record (DHR) review indicated that there was no quality issues associated with the reported condition. There were no deviations related to this failure mode found. There are non-conformances related to the reported issue. A change was identified within the timeframe of six months prior to the lots manufacturing date. However, based on the sample evaluation, it is not related to the non-conformance as the hole was found on the tube, a significant distance from the strain relief. A crack was noted on the three single catheters below the butterfly. During the underwater test (functional test), bubbles were detected on the three single catheters: two out of three, coming out from one of the tubing lumen which corresponds to the primary i.v extension (5 fr), and in the other one, bubbles were coming out from the tubing lumen which corresponds to the secondary i.v extension (5 fr). A crack was found below the butterfly on these catheters. The other catheters which correspond to the closed kits did not show bubbles during testing. It is important to mention that the instructions for use states: do not use a sharp clamp or instrument to handle the catheter as a minor cut could tear or break the catheter. It also states, do not stretch the catheter, too much tension could tear the catheter. Based on the sample evaluation, it is evident that the device was damaged during use.